Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient fell on the back of the head. Afterwards, patient reported no hearing sensation with the device. The device has now been explanted.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient fell hitting the back of her head. Afterwards, patient reported no longer having any hearing sensation with the device. The patient has been re-implanted.